Event description:
During preparation for a cadiopulmonary bypass procedure, the central control monitor (display) of the heart lung console went blank, indicating that the "system needs service." Manual control of the system pumps and alarm sensors continued to be available through local controls. There was no reported adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation is in progress, but no conclusions have been drawn.